Event description:
The handheld device and software flashcard were returned on (B)(4) 2013. An analysis was performed on the handheld, and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. A (B)(4) serial cable was also returned with the (B)(4) handheld. The reason for the serial cable return is unknown. An analysis was performed on the returned serial cable, and no anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Previously submitted MDR indicated that this device was labeled for single use; however, this is not labeled for single use. This report is being submitted to correct this field.

Event description:
On (B)(6) 2013, it was reported that a handheld device was freezing repeatedly and that the physician could not change settings for two patients. Hard and soft resets were performed. The screen was freezing on the parameters screen. Attempts for product return have been unsuccessful.